Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not successfully implanted due to non-conversion of an induced arrhythmia. The patient required internal defibrillation twice and was reportedly in ventricular fibrillation (vf) for 25 minutes.